Event description:
According to the reporter,<(>,<)> pre-operatively, the device had a plastic fragment on the lever in which the surgeon got pricked, it perforated the glove and the finger of the surgeon. In order to resolve the issue, the cut was disinfected and cleaned. No patient injury.